Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. It was reported that the patient underwent an magnetic resonance imaging (MRI) scan approximately one year prior due to a previous syncopal episode. Boston scientific technical services (ts) discussed that this device is not FDA approved for MRI exposure. They also provided additional MRI device information to the health care professional (hcp). No additional adverse patient effects were reported.